Manufacturer narrative:
(B)(4). The customer reported that after replacing the power supply and the power control board, the device continued to fail to power up. There was no report of pt involvement or adverse pt impact. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported that after replacing the power supply and the power control board, the device continued to fail to power up. There was no report of pt involvement or adverse pt impact.